Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient called to report that his inflatable penile prosthesis (ipp) device was in the recall and has a nonfunctioning pump. He was directed by his physician to contact patient liaison, who referred him to the sales representative for follow-up.